Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1)"patient with tracheotomy and with a lot of secretion ventilated in spontaneous mode since 3 days with nebulization aerogen (antibiotic). But a new protocol called amykazine has been tried on 09/01/2025 where they must normally install 2 anti bacterial filters on the expiratory valve. Mistake from the nurse where she installed 1 filter and made a too much long time dilution (3 hours instead of 20 minutes). Then alarm occlusion on expiration triggered + peep too high and lead after to a yellow technical event 231002. Then exchange of the unit." (2) health impact: no clinical signs, symptoms or conditions and no health consequences or impact, were reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.